Event description:
It was reported that during a rotational atherectomy procedure, the console failed to show rpm readout. During prep for the procedure, the physician used an advancer and a 1.25mm rotalink burr to test the rotablator console but the rpm readout failed. The physician restarted the console, performed test again and the rpm readout showed as normal. The physician performed ablation with a 1.25m burr and then was then exchanged for a 1.5mm burr but the rpm readout on the console failed. The physician decided to stop the case. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the console identified the front bezel had dents/scratches, void seal broken and the rubber feet were bent. The foot pedal housing had dents and scratches visible. The console and foot pedal were tested by the fremont cis lab using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 65 krpm; the maximum turbine rotational speed reached was 226 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, the console failed to show rpm readout. During prep for the procedure, the physician used an advancer and a 1.25mm rotalink burr to test the rotablator console but the rpm readout failed. The physician restarted the console, performed test again and the rpm readout showed as normal. The physician performed ablation with a 1.25m burr and then was then exchanged for a 1.5mm burr but the rpm readout on the console failed. The physician decided to stop the case. There were no patient complications reported and the patient status is stable.